Manufacturer narrative:
The device was not returned to manufacturer for evaluation therefore we are unable to determine the definitive cause of event. X-rays: post-op x-rays show fractured screw at c5 status post c5-6 fusion. Bone growth through the disc space appears solid and some subsidence has occurred contributing to hardware fracture. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that, post-op, superior screw fractured in the cervical plate. Patient went for revision surgery via a posterior approach. The anterior hardware was left in place.